Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a "baker grade IV capsular contracture", ¿homogeneous echo structure with abundant fibroglandular echogenic content" and "the presence in the upper quadrants of a well-defined, spherical, hypoechoic nodular image with a diameter of 10 mm, also a flat cystic formation of 6 mm in diameter". Capsulectomy was performed. This record is for the left side. Device was explanted and replaced.